Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a dislodgement presented, which was confirmed during the procedure. The lead was successfully replaced. No additional information is available at the moment.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reasons. The lead was successfully replaced. No additional information is available at the moment.